Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005, the patient presented with lumbar disk herniation with annular tear and chronic low back pain. The patient underwent anterior retroperitoneal approach to l5-s1 disk with a rectus muscle sparing approach. Review of systems: the patient has muscle spasms with pain in her low back and tingling and numbness intermittently in both legs. The patient underwent the following procedures: l5-s1 anterior lumbar decompression. Partial l5 corpectomy. L5-s1 anterior interbody arthrodesis. L5-s1 placement of intervertebral peek spacer. Anterior lumbar fixation using plate. Use of bone morphogenic protein as allograft substitute. Use of intraoperative fluoroscopy, two hours. Use of intraoperative neurophysiologic testing, physician supervision, two hours. Bilateral lower extremity electromyograph monitoring, physician supervision, two hours. Use of intraoperative microscope. Per op notes: the superior endplate of l5 was decorticated using a high- speed air drill. The disk space was then distracted. A 10 mm distractor was utilized. Using a 10 mm interbody peek spacer filled with bone morphogenic protein soaked collagen sponges; this interbody s pacer was impacted into the interbody space. Next, an anterior lumbar fixation plate was applied to the vertebral body using 25 mm screws. Vertebral body screws were placed using direction of fluoroscopic examination and lateral projection. After successful placement of vertebral body screws and satisfactory screw purchase, a locking plate was applied to the fixation plate. The nuvasive neural monitoring system was utilized throughout this procedure. The patient underwent x-ray test of the cervical spine. Conclusion: the cervical spine is well aligned without evidence of acute fracture or dislocation. On (B)(6) 2005, the patient underwent x-ray tests of the lumbosacral spine up to 3 views. Conclusion: anterior fusion of l5 to s1 without acute abnormality. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.